Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01024.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician made a pass with the psr3d and a penumbra system ace 68 reperfusion catheter (ace68). The physician noted that the occlusion had moved slightly more distal, and then attempted to make a second pass using the psr3d and the ace68. Upon retraction of the psr3d into the ace68, the physician found that the psr3d had lodged in the vessel and was stuck. The physician therefore advanced a 3maxc over the psr3d to reduce the profile of the psr3d; however, was only able to advance partially over the psr3d. Upon retraction of the 3maxc with the psr3d inside, the 3maxc broke and began to unwind within the patient. The physician was able to remove the psr3d and 3maxc by gently retracting, and the procedure ended at this point. Post-procedure, the computed tomography (CT) scan showed minor bleeding in the area of intervention, and it was reported that the patient experienced vasospasms possibly caused by the penumbra devices. As of (B)(6) 2017, there was no change in the patient's condition.

Manufacturer narrative:
Results: the penumbra system 3d revascularization device (psr3d) was deformed due to the entrapped penumbra system 3max reperfusion catheter (3maxc) components. Conclusions: evaluation of the returned devices revealed the 3maxc was fractured, the liner and catheter shaft coil were elongated, and the psr3d was entrapped within the elongated 3maxc components. Interaction with or capture of significant clot burden may have contributed to the initial inability to retract the psr3d into the penumbra system ace 68 reperfusion catheter (ace68), and the difficulty experienced when attempting to advance the 3maxc over the psr3d. Attempts to forcefully withdraw the psr3d into the 3maxc may have contributed to damaging the 3maxc. Further forceful withdrawal of the damaged 3maxc against resistance may have resulted in the observed fracture and elongation. The ace68 mentioned in the complaint was not returned for evaluation. Penumbra psr3ds and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01024.